Manufacturer narrative:
Sorin group deutschland manufactures the s5 roller pump. This occured in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group received a report that the roller pump displayed an error message during a procedure. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the roller pump displayed an error msg during a procedure. There was no patient injury.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The issue occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). The reporting customer is trained to perform the repair of this device on their own. No service has been requested and a livanova field service representative was not dispatched to the facility. The customer has not reported any further issues with the reported device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Issue resolved by the customer.